Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their implantable cardiac monitor undersensing r-waves. Device was reprogrammed to address the issue. Patient condition post-event was stable.